Event description:
It was reported that the patient was admitted to the cardiac intensive care unit (cicu) on (B)(6) 2022 due to respiratory failure with complaints of increasing shortness of breath. The patient was placed on non-breather with improvement of peripheral capillary oxygen saturation (spo2) but continued to have increased work of breathing and was subsequently intubated for hypoxia, possibly secondary to (B)(6) covid test. The patient was treated with steroids and two different antibiotics. It was noted that the patient had dizziness, nausea, vomiting and frequent dark and bloody stools. The patient communicated that they had bloody stools in the past and their subsequent colonoscopy was unremarkable for acute process. The orogastric tube was producing some dark red. The plan of care was for the patient to take protonix twice per day and trend hemoglobin every 8 hours. Anticoagulation was held in the setting of supratherapeutic international normalized ration (inr) which was ay 2.94 on (B)(6) 2022. It was noted that inr was 3.28 on (B)(6) 2021 and was 3.35 on (B)(6) 2021. In the emergency department the patient was hypoxic to (B)(6) and had accessory muscle usage. The patient developed some heart failure on (B)(6) 2022 and as of (B)(6) 2022 it had progressed to cardiogenic shock. Low does dobutamine was first administered at 2.5 mcg/kg/min then at 5.0 mcg/kg/min on (B)(6) 2022. Continuous intravenous milrinone was initiated at 6.3 ml/hr on (B)(6) 2022. Hepatic dysfunction was also reported with the patient's hepatic panels rising from 104 on (B)(6) 2022 to 1846 later in the day on (B)(6)2022. Hepatic panels then trended down to 671 on (B)(6) 2022. The patient developed sustained ventricular tachycardia on (B)(6) 2022. Emergent synchronous cardioversion was performed, requiring two shocks. The patient was on inotropes at the time but handled the procedure well. The patient had prior history of vt. It was communicated on (B)(6) 2022 that the patient improved and was eventually weaned off of medication on (B)(6) 2022 and subsequently discharged on (B)(6) 2022. During review of discharge, the patient was noted to have mycoplasma pneumoniae antibody beginning (B)(6) 2022 and started on doxycycline on (B)(6) 2022. The last does was (B)(6) 2022 although it was noted the specimen was not optimal. On (B)(6) 2022 an echocardiogram was performed which revealed severe aortic regurgitation. Structural heart was consulted and the notes stated "left ventricular assist device (lvad) placement on (B)(6)2021 was complicated by right ventricular (rv) failure, ventricular tachycardia (vt), and aortic root thrombus." An echocardiogram don on (B)(6) 2021 suggested only trivial aortic regurgitation compared to the most recent echo. The patient was considered for transcatheter aortic valve replacement (tavr) but was not a candidate due to the absence of calcium and evidence of stenosis. It was also noted that the patient had an ear, nose, and throat (ent) consult on (B)(6) 2022 due to prior history of nosebleeds and nasal sprays were given. Additional information was received on (B)(6) 2022 that a pcr test on (B)(6) 2022 result was that covid-19 was "not detected"

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed. Manufacturer report number referencing aortic root thrombus and prior vt: MFR# 2916596-2021-05531.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number: (B)(6). The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, infection (local, driveline, and pump pocket), cardiac arrhythmia, right heart failure, and hepatic dysfunction, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 6 of the IFU also lists infection and cardiac arrhythmia as potential late postimplant complications. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19aug2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient's most recent echocardiogram on (B)(6) 2022 also revealed a severely enlarged right ventricle (rv) and severely reduced global rv systolic function. The patient had a moderately enlarged rv and mildly reduced global rv systolic function prior to left ventricular assist (lvad) implant with moderate to moderate severe tricuspid regurgitation (tr). Cardiogenic shock resolved on (B)(6) 2022. Hepatic dysfunction resolved on (B)(6) 2022.